Manufacturer narrative:
Corrosion damage was noted to the internal components.

Event description:
It was reported that the core universal driver was running on its own without activation. The event occurred during testing. There was no pt involvement, no adverse consequence was reported.